Event description:
I had a left inguinal hernia repair with mesh. I began having pain immediately after the surgery which progressed over almost two years until I had it removed on (B)(6) 2016. I am still recovering from surgery and I do not know at this time if I will fully regain my life as I had prior to the mesh being placed in my body. I had reached a point where I basically could get out of bed and sit in a chair. Standing and walking became so painful. I hardly could do either. I saw several doctor after referral from my primary care physician, but they could only offer pain management which worked very little. These doctors all told me that the mesh is never removed and I basically had to live with the pain and accept that I had no life anymore. I finally found a doctor our of state to remove the mesh. I had to pay for the surgery myself, but when one is in such pain you decide to pay out of pocket rather than continue suffering. The type of mesh I had was perfix mesh by bard davol. I do not have the mesh, but I do have a picture of the mesh after it was removed.